Manufacturer narrative:
Insulin pump received with no display due to cracked and bleeding lcd glass. Unable to perform displacement test due to cracked lcd. Device also received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got broken around the battery cap because of wear and tear. Blood glucose value is 91 mg/dl. Nothing further reported.